Event description:
The patient reported through a manufacturer representative that there was difficulty charging the implantable neurostimulator (ins) and that their ¿antenna got very got and did not connect with the device.¿ it was clarified that both the base of the antenna donut head where cable connected and the recharger¿s black box heated. It was stated that in the beginning, the patient¿s recharge quality had appeared as excellent and immediately changed to poor, without any movement. The patient reported having difficulties on previous occasions, struggling to establish the connection. However, at the time of report only a ¿no device found¿ message appears. It was stated that the patient¿s device was disabled ¿since it was not possible to charge it¿ at the time of report. The patient¿s recharger telemetry module (rtm) was inspected and no damage was found. There were no external factors reported that may have led or contributed to the issue. It was noted that the patient¿s rtm was to be replaced in the future as a result of the issue. There were no patient symptoms or complications associated with the event, no medical or surgical intervention needed to prevent a permanent impair ment of function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger, ubd: unknown, UDI#:(B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.